Event description:
It was reported that a device was used during a sigmoid resection procedure. The device fired malformed staples. The case was completed with a like device with no patient consequence.